Event description:
The pt called lfs ad alleged the one touch ultra meter was reading inaccurately lot they obtained a reading of 104 mg/dl. At the time the pt had symptoms of frequent urination and thirst and was taken to the hosp. The hosp obtained a reading of 312 mg/dl 10 minutes later, confirming and treating the pt of hyperglycemia. The pt spent 3 days in the hosp with a diagnosis of ketoacidosis. The pt's symptoms before hospitalization corroborate the claim the meter was inaccurately low. However, the customer care representative determined the meter was set in mmol/dl instead of mg/dl and that the control solution test failed. The customer care reprsentative replaced the meter, strips and control solution. The mas unsuccessfully attempted to make phone contact with the pt to obtain further information. Although it is not possible that the pt's and hospital's glucose meter results were 10 minutes apart, nevertheless the pt had symptoms of hyperglycemia when the meter allegedly read 104 mg/dl. Even assuming the result was 10.4 mmol/dl, this translates to 187 mg/dl, which is not consistent with the pt's symptoms and diagnosis. The case is reported as an adverse event related to use error (confusion of units of measure) and control solution failure and to possible meter malfunction.